Event description:
It was reported that patient was experiencing inadequate stimulation. It was also reported that patient was also experiencing stimulation changes with movement which resulted in undesirable stimulation effects. The patient underwent an explant procedure. All device components were removed and discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(6). Batch: 7075840.